Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro was not delivering energy. There was no power output. The dc extension cable was switched out, but the tissue welder still would not work. A replacement hemopro and cable were used to complete the procedure. It was also reported that the cable that was replaced was not associated with the malfunction. The hospital reported no patient effects. The product was discarded.

Manufacturer narrative:
Method: the device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional information is obtained. (B)(4).